Event description:
Inspire implant model 3028, (B)(6), implant (B)(6) 2024. Initiated (B)(6) 2024. Had issues with right ear, jaw pain, stimulator, changing frequencies on its own, could never get it to work properly for any length of time, device is also rotated and out of place in chest causing pain. Discontinued use (B)(6) 2025 per doctors office. Scheduled for revision surgery on (B)(6) 2025 but was escorted out the back door of hospital because we disagreed about who was paying, even though at that time, my out of pocket had been met. Currently under another doctors care, unit found to have a shark fin discontinuity (B)(6) 2025 per inspire reporting and osh documentation. Awaiting explant via (B)(6). Device is also interfering with my ms as I can now no longer obtain an MRI because of the defective unit. Which is making life incredibly difficult.